Manufacturer narrative:
H3, h6: no parts were returned for product analysis. Multiple fdd/annex a codes were reported. A0908 was coded for the inaccuracy. A23 was coded for the registration issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the site had issues getting registration after placing three interbody at 3-4, 4-5, and 5-1. With the first set of images, the site was not able to get any greens. The site retook the ap and was able to get l3, l4, and s1 with l5 being red. The screws were placed on those three levels, and then the site went back and got green registration on l5. After all screws were placed, the site took confirmation shots and found left l3 to be lateral. The deviations were less than 3.5mm. The surgeon planned a new screw and redid the screw. There was no patient harm and the procedure was delayed less than one hour.